Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic nephrectomy, the active blade broke and fell off into the patient. They removed it through the trocar. They completed the procedure with a new like device. There was no patient consequence reported.